Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - model number: a complete number is unknown, as product serial number was not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI number: unknown as product serial number was not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was -2.50 diopter (d) residual refraction on the right eye (od) post implantation of the 25.50d preloaded intraocular lens (iol). Account indicated that the calculation was done using emmetropia verifying optical (evo) and barrett formulas. Through follow up we learned that the visual acuity (va) prior to the implantation of the intraocular lens (iol) was 0.6 for the right eye (od) and 0.5 for the left eye (os). The va after implantation of the lens was 0.1 for uncorrected distant visual acuity (ucdva) to 0.9 best corrected distance visual acuity (bcdva). Regarding the right eye: yttrium-aluminum-garnet (yag) laser was performed and photorefractive keratectomy (prk) is planned. The patient had severe difficulty with distance vision. The lens remains implanted. No further information was received.